Manufacturer narrative:
Feb. 12, 2016 04:11 pm (gmt-5:00) added by (B)(6): (B)(4). Maquet cardiopulmonary is aware of similar complaints from this product. Similar products have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs (fsca # 2014-12-11) the investigation under the CAPA process has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to ¿shrink out¿ of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Maquet cardiopulmonary incorporated the enhanced raw material into the production by 2015-06-30. The CAPA is now in the effectiveness check phase. An additional customer notice concerning the availability for improved oxygenators (fsca-2015-11-19) was introduced in november 2015. This notification also includes the removal of all products produced before the implementation of the enhanced fibers into the production.

Event description:
Feb. 12, 2016 03:55 pm (gmt-5:00) added by (B)(6): "during the priming of the pls set the perfusionists detected that there was a leakage through the oxygenator gas outlet." (B)(4).